Event description:
A hosp reported to our distributor that in the rt104 adult breathing circuit package, the short tube connecting the humidification chamber to the ventilator was missing. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The prod is not sold in the USA but it is similar to a prod which is sold in the USA. The complaint device was visually examined. Results: the tube in question was missing. Our records indicate that two complaints of this nature were received for the given lot number. Conclusion: the short breathing tube was omitted during production. We have received other complaints of missing components with an occurrence rate of approx 0.0031% worldwide for the last yr. We have an open CAPA to address this issue and put measures in place to reduce and/or prevent recurrence in the future.